Event description:
Individual became sensitzed to latex from continuous wearing of latex medical gloves. On july 31, 1995 she was informed that she was allergic to latex. The individual has suffered from hives, hand sores, wheezing, runny eyes/nose, itching, redness, and shaking.